Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump¿s inside mechanisms were not working. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received 10-jan-2024 indicating that there was no patient involvement. The investigation was subsequently completed on 15-jan-2024. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the bottom case. A review of the event history log showed occurrences of "travel course," "check clutch/plunger" and "syringe plunger sensor" error messages. Functional testing was unable to be performed. The investigation found that the size tube was broken. A diagnostic test found that the battery capacity was under the acceptable value. When the pump was opened, it was found to have an exposed wire on the lcd and the position pot was stuck by some kind of substance. The clutches, lead screw, worm gear and shafts along with the plunger size tube, battery lcd, position potential meter, plunger cable and plunger pot shield were replaced to correct the reported issue. Service history review identified the complaint was not related to a previous service of the device within the review period.